Event description:
Patient with humeral fracture was treated with osteosynthesis of another company. It failed into pseudoarthrosis. On (B)(6) 2010, the plate was removed and a vascularized fibula was implanted in humerus, and a new osteosynthesis with long dhp/14 holes. The dhp broke after 4 weeks. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event.